Event description:
Auto immune symptoms, severe rash, swollen lymph nodes, fatigue, hair loss-all symptoms have subsided after removal of implants. Per patient , dr. (B)(6) was "breast implant sickness".